Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) contacted technical support (ts) to report that the pump on a granuflo dissolution tank would not run, and that the drain valve connector was burnt. The biomed did not request help troubleshooting the pump issue. They wanted assistance with the drain valve and wiring harness. The ts representative advised the biomed to replace both halves of the connector if burnt. Part numbers were provided for the valve, the drain valve wiring harness, and the pump. There was no reported patient involvement associated with the event. Additional information was requested, however, to date not provided.